Manufacturer narrative:
User facility personnel stated that the patient sustained a "poke" from the grasper instrument that was being utilized during the time of the reported event. The patient received an x-ray. A steris service technician arrived onsite following the reported event to inspect the 5095 surgical table. The technician found no issues with the function or operation of the table and confirmed it to be operating to specifications. The technician observed a dent to the table base cover. User facility personnel stated to the technician that the table had contacted a stool that was positioned adjacent to the table when it "abruptly dropped". During the technician's inspection, he found that at the time of the reported event, the table had contacted an obstruction (another table) during hand control commands. When the tabletop became obstructed, user facility personnel continued commands via the hand control which caused the table base to lift from the floor. When the obstruction became dislodged the table base fell back to the floor subsequently causing the uncommanded movement and "loud noise". The 5095 operator manual states, "warning, personal injury and/or equipment damage hazard: failure to keep all personnel and equipment clear of the surgical table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury". Steris offered in-service training on the proper use and operation of the device, specifically the importance of having equipment clear of the surgical table however, the user facility declined. The technician returned the table to service, and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 5095 surgical table was in reverse trendelenburg position, when the foot end of the table "abruptly dropped down" causing the head section to rise upwards. User facility personnel stated a "loud noise" was heard during the movement. User facility personnel elected to cancel the procedure.